Event description:
It was reported that the tps handpiece cord was causing a hand piece to run without user activation during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Upon disassembly for visual inspection the wedges were worn on the handpiece connector.

Event description:
It was reported that the tps handpiece cord was causing a hand piece to run without user activation during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is completed.